Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 03/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biopsy procedure through normal tissue density, when the physician turned the grip twice to set it, the inner needle shot out a little when it was set for second time and the device allegedly could not able to collect the tissue. It was further reported that the arrow indicator on the main body was also set correctly and the physician inserted it and pressed the firing button without noticing that the inner needle was slightly protruding and the tissue was allegedly not collected. Reportedly, the physician set it again and noticed the problem. The procedure completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4: (expiry date: 03/2026). H11: section a: through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biopsy procedure, the physician turned the grip twice to set it, the inner needle allegedly shot out a little when it was set for second time and the device allegedly could not be able to collect tissue. The procedure was completed using another device. There was no reported patient injury.